Manufacturer narrative:
Additional information (29-nov-2017): a siemens headquarters support center specialist reviewed the instrument data and determined that there was no sample level sense, reagent level sense or mechanical issue during the time the discordant result was obtained. The cause of the discordant, falsely elevated intact parathyroid hormone result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant, falsely elevated ipth result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ipth result.